Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose levels. Elevated bg level reported was 549 mg/dl, low bg level reported as "low", although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg levels by administrating boluses via pump and consuming carbohydrates as needed. Customer updated their pump settings to address the event.